Manufacturer narrative:
Follow-up #1: date of submission 02/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: the pump booted on to the verify screen with vibratory and audible sounds. The audible alarm reading was in required specifications at 62.1db. Product analysis was unable to duplicate the initial complaint. A test batty cap was used to complete testing and, unrelated to the initial complaint, the display screen was found to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone (no sounds) issue. Reportedly, the vibratory function was working. The reporter stated that the patient's blood glucose was greater than 250mg/dl and less than 500mg/dl with no reported symptoms. This complaint is being reported because the reported issue was not resolved with troubleshooting.